Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Implant date - estimate. Unique device identifier (UDI): in the absence of reported part and lot number, UDI can not be provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention.

Event description:
The following information was reported via article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case#18 the procedure was to treat a lesion in the proximal left anterior descending artery. The patient presented with st elevated myocardial infarction (stemi). The lesion was pre-dilated with a 3.0 x 15 mm balloon at 16 atmospheres (atm). A 3.5 x 15 unknown xience stent was implanted at 12 atm and no post-dilatation was done. The patient was placed on dual antiplatelet therapy (dapt) of ascal and ticagrelor. The patient returned on an unspecified date with a myocardial infarction (mi). Angiography confirmed sub-acute stent thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.